Event description:
Customer's mother reported insulin was shooting out while her son was priming his tubing. The mother also stated the drive support cap was pushed out. The customer's blood glucose was 380 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test, due to detached end cap. Drive support disk was inspected and no anomaly was noted. Insulin pump received with loose/shifted end cap sticker, cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.